Manufacturer narrative:
Correction to previous g4 date which should have been 27th aug 2020 not 28th. Additional information: h3, h6. H10: one actual sample was received and evaluated. A visual inspection with the naked eye noted a loose blue pull ring cap to the patient connector inside an opened pouch. The reported condition was verified. There was no evidence of issues to the cap or the patient connector; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of a homechoice automated pd set with cassette had fallen off inside the overpouch. This was noticed during preparation of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.